Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the insertion serpentine tube has peeling of the coating more than one millimeter square. This is likely caused due to deterioration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a leakage issue. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the insertion serpentine tube has peeling of the coating more than one millimeter square. This medwatch is being submitted for the peeling of more than one millimeter square of the insertion serpentine tube coating as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method including usage environment. Olympus will continue to monitor field performance for this device.